Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was implanted with a replacement ipg on (B)(6) 2021 due to an issue reported under MFR. Report#: 3006705815-2020-32949. Later that evening on (B)(6) 2021, the patient collapsed due to low oxygen levels and passed away.